Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generic cart controller (gcc) and generic power distributor (gpd) on the surgeon side console (ssc). The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis. The gcc was analyzed. Log review showed no data to indicate that the fault had occurred in the field. Visual inspection found the battery missing and a new one was installed. Then the gcc was installed onto an in-house system where the component functioned as expected. The golden system was set ergo calibration and 10 minutes sine cycle, 10 power cycles and sitting idle for 15 hours. Once the testing was completed, the system error logs were inspected but no error could be identified. The gpd was analyzed. Log review showed no data to indicate that the fault had occurred the field. Upon visual inspection, no issues were found related to the reported issue. The gpd was installed onto an in-house is4000 system where an error was triggered indicating fault on the gpd, replicating the reported event. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the surgeon side console (ssc) was off and would not power on, despite the power breaker being set to on. A message indicated that the ssc was not connected to the system, although the vision side cart (vsc) and patient side cart (psc) were powered on. Surgeon had previously attempted to restart the system and reseat the blue fiber cables without success. The tse confirmed the ssc was not connected and guided site to try a different power socket and check the power cord for damage, which appeared fine. Despite leaving the ssc breaker off for a minute and turning it back on, the issue persisted. Surgeon could hear a fan running inside the ssc, but the touchpad remained black and the power button was not lit. The procedure was aborted with no patient involvement.